Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified previously reported information indicating that the advancement of the second dcs was not attempted once the perforation was observed.

Manufacturer narrative:
Updated data: b2. B5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was deployed over a medtronic guidewire and dislodged towards the aorta. The dislodgement resulted in severe paravalvular leak. The femoral complication was clarified to be a dissection of the vessel. Per the physician, neither the delivery catheter system, sheath, nor the guidewire contributed to the dissection, rather it was due to vascular calcium. The minimum diameter of the access vessel was 5.2mm, and the dissection was on the left femoral artery. The dissection was treated with surgery.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Corrected data: d. Suspect medical device full UDI# d10. Concomitant devices; additional concomitant devices were included; however, specific information was not available and reasonable placeholders were noted as similar to previously noted products: product ID: l-evolutfx-2329 (lot: 0012457882); product type: 0195-heart valves; implant date: not implantable product ID: evfxplus-29 (serial: j393816); product type: 0195-heart valves; implant date: 2025-02-19 product ID: l-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date: not implantable product ID: d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date: not implantable product ID: evfxplus-29 (serial: unknown); product type: 0195-heart valves; implant date: not implanted medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the evfxplus-29, there was a dislodgement of the valve. The dislodgement occurred before the access site was closed, with the implant depth on the non-coronary cusp changing from 4 mm to 16 mm and on the left coronary cusp from 5 mm to 18 mm. This resulted in aortic insufficiency. The contributing factors included patient anatomy, specifically calcification, and catheter tension. The valve was snared back into the ascending aorta as an intervention. The patient experienced a femoral complication and required prolonged hospitalization. Additional information was received that the valve was deployed over a medtronic guidewire and dislodged towards the aorta. The dislodgement resulted in severe paravalvular leak. The femoral complication was clarified to be a dissection of the vessel. Per the physician, neither the delivery catheter system, sheath, nor the guidewire contributed to the dissection, rather it was due to vascular calcium. The minimum diameter of the access vessel was 5.2mm, and the dissection was on the left femoral artery. The dissection was treated with surgery. Additional information was received to report vascular access was achieved for dcs insertion via the left femoral artery. No treatment was performed to address the severe pvl. Additionally, a second dcs (lot number unknown) and valve (serial number unknown) were inserted for attempted implant; however, "did not get past the insertion site" due to the femoral artery perforation.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was in the middle of the pigtail catheter. It was further reported that the dcs and dilator interacted with the patient's vascular calcium that caused the femoral artery dissection.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the evfxplus-29, there was a dislodgement of the valve. The dislodgement occurred before the access site was closed, with the implant depth on the non-coronary cusp changing from 4 mm to 16 mm and on the left coronary cusp from 5 mm to 18 mm. This resulted in aortic insufficiency. The contributing factors included patient anatomy, specifically calcification, and catheter tension. The valve was snared back into the ascending aorta as an intervention. The patient experienced a femoral complication and required prolonged hospitalization.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012457882); product type: 0195-heart valves. Product ID: evfxplus-29 (B)(6); product type: 0195-heart valves; implant date: (B)(6) 2025. Explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.